Manufacturer narrative:
Integra has completed their internal investigation on march 8, 2017. The investigation included: methods: review of device history records. Review of complaints history. Results: the cadence implant protector was not returned to integra for investigation. As such, a failure analysis could not be conducted. A photo was included in the complaint submission, but this only serves to verify that the instrument was broken. DHR review; as the lot number was not reported and the instrument not returned, a review of the lot record could not be conducted to ascertain if any indications of problems occurred that could have caused or contributed to the complaint. Complaints history; a review of the complaint records for the same product for the alleged hazardous situation/failure mode (implant protector breaking) showed only this one complaint for this instrument having been received during the lifetime of the product. Conclusion: as the instrument in question was not returned for investigation, and no lot number was identified, a possible root cause could not be found. If the part is later returned, this complaint will be reopened and an investigation conducted.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during implant insertion, it was noticed that a small piece of the implant protector had broken off. The broken piece was successfully removed from the surgical field by the surgeon. No patient injury. Additional information received on (B)(6) 2017: procedure - total ankle arthroplasty - right.

Manufacturer narrative:
Integra has completed their internal investigation on june 21, 2017. Results: evaluation of returned device; small pieces appear to have either worn or chipped off from the inner prong of the device. The implant protector device appears to be functional and the damage possibly may have been the result of surgical use and normal wear and tear on the device. DHR review; a review of the lot record did not discover any indication of problems that could have caused or contributed to the complaint. Complaints history; a review of the complaint records for the same product for the alleged hazardous situation/failure mode (implant protector breaking) showed no other complaints for this instrument having been received during the lifetime of the product, as specified in the risk management plan (rmp), typically 5 years or within the stated timeframe. The complaint rate was calculated based on the number of devices affected by the hazardous situation or failure mode (1), over the number of surgeries or units sold during the period of the review. Total # complaints = 1. Number of procedure = 250 procedures as of (B)(6) 2017. Complaint rate = 1/250*100 = 0.4%. Conclusion: the root cause could not be determined based upon the available information provided. Manufacturing records showed no evidence of anomalies that could have caused or contributed to the event. The most likely cause for damage to the 10204305 cadence implant protector may have been wear from normal use of the device.